Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. There was no patient involvement. The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description. Our field service engineer was on site to investigate the reported issue further but merely visual inspection could be performed as the ventilator was used for patient treatment. The ventilator was working properly and no faults related to the reported issue were found.

Event description:
Manufacturer's ref.#: (B)(4).